Event description:
Boston scientific received information that during a follow up visit, the patient with this implantable cardioverter defibrillator (ICD) reported beeping tones. Interrogation revealed elective replacement indicator (eri) had been reached one month earlier. A review of the memory log book revealed no therapy had been delivered and was ventricular pacing zero percent. Charge time was 19.2 s. There was concern that the battery had depleted more rapidly than expected. A replacement procedure is intended in the near future. No adverse patient effects were reported.

Manufacturer narrative:
Upon removal, the device will be returned and analysis will be performed. Upon completion of the analysis, this event will be updated.

Event description:
Additional information was received: a replacement procedure was performed. This device was removed and replaced successfully. This device was discarded by the facility and will not be returned for analysis.

Manufacturer narrative:
As there is no return of product intended, boston scientific cannot confirm nor deny this reported clinical allegation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.